Event description:
The customer reported that the "battery charger failed" error messages displayed during flouro and the "x-ray overtime" error messages displayed during film shots.

Manufacturer narrative:
This MDR is related to the ge healthcare complaint number. The ge service rep replaced the battery pack. He replaced the climax coupler and tested the system by taking test shots and measuring battery voltage. He also verified proper operation of the battery charger. The system operated as intended.